Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from (B)(6) stating that the device was heating up. The device was not used in surgery. No injuries were reported. It is unk if medical intervention were reported. There was no add'l info provided.